Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sehe received multiple lost sensor alerts while showering. Customer also reported that the sensor often fails to alert her when her blood glucose level is going low or high. The customer reported that several days prior to the call, she had a blood glucose level of 589 mg/dl, although she had previously bolused. The sensor was not replaced or returned for analysis.